Manufacturer narrative:
Associated medwatch: 1221934-2017-10127.

Event description:
Affiliate reported via email during arthroscopic rotator cuff repair, suture anchor became dislodged (from osteopenic bone). During attempts by surgeon to remove the loose anchor (arthroscopically), both devices, mentioned above, were damaged and failed to open / close effectively. Need replacing. Alternate device (from competitor tray of shoulder instruments) were used to eventually remove anchor. Two minutes delay. No adverse event to patient. Additional information received via email from the affiliate on 3-3-2017 the original bone hole was not used to complete the procedure. The bone hole left unfilled. Surgeon happy with repair with other anchors used. Lot numbers are as follows: ratcheted grasper - (214606) - 16j02. Suture manipulator - (214626) - 13e01 . Additional information received via email from the affiliate on 3-20-2017. No product information had been provided in relation to the anchor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2017-10127.

Event description:
Affiliate reported via email during arthroscopic rotator cuff repair, suture anchor became dislodged (from oesteopaenic bone). During attempts by surgeon to remove the loose anchor (arthroscopically), both devices, mentioned above, were damaged and failed to open / close effectively. Need replacing. Alternate device (from competitor tray of shoulder instruments) were used to eventually remove anchor. Approx 2 minute delay. No adverse event to patient. Additional information received via email from the affiliate on 3-3-17: the original bone hole was not used to complete the procedure. The bone hole left unfilled. Surgeon happy with repair with other anchors used. Lot numbers are as follows: ratcheted grasper - (214606) - 16j02; suture manipulator - (214626) - 13e01. Additional information received via email from the affiliate on 3-20-17: no product information had been provided in relation to the anchor.

Manufacturer narrative:
The complaint device was received and evaluated. Visually the device presented following anomalies: the shear pin was found to be broken, which can be attributed to excess force while operating the device handle. The rod is no longer properly engaged, resulting in the jaws failing to open and close, confirming the complaint. The review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices that were released for distribution. This failure can be attributed to device misuse, where the surgeon attempted to remove the anchor and suture with excessive force rather than utilizing the device for its intended purpose. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2017-10127, 1221934 ¿ 2017-10202.

Event description:
Affiliate reported via email during arthroscopic rotator cuff repair, suture anchor became dislodged (from osteopenic bone). During attempts by surgeon to remove the loose anchor (arthroscopically), both devices, mentioned above, were damaged and failed to open / close effectively. Need replacing. Alternate device (from competitor tray of shoulder instruments) were used to eventually remove anchor. Two(2) minute delay. No adverse event to patient. Additional information received via email from the affiliate on 3-3-2017. The original bone hole was not used to complete the procedure. The bone hole left unfilled. Surgeon happy with repair with other anchors used. Lot numbers are as follows: ratcheted grasper - (214606) - 16j02. Suture manipulator - (214626) - 13e01. Additional information received via email from the affiliate on 3-20-2017. No product information had been provided in relation to the anchor. Additional information received via email from the affiliate on 5-4-2017. I have confirmed that it was a mitek healix peek 6.5 mm anchor (ref: 222309). No record of lot number available.